Manufacturer narrative:
Date of event: estimated as three months prior to the aware date as the stroke was reported to have occurred within the last three months prior to information received on (B)(6) 2023.

Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a 31 mm watchman flx laa closure device was implanted. Roughly two years post implant, the patient presented to the hospital with a stroke. No treatment information was known at the time of reporting. The patient has recovered and has been discharged from the hospital.